Event description:
It was reported by the customer that during a routine inspection of the cardiosave intra-aortic balloon pump (iabp), the display screen was found to be distorted and non-functional. After the customer restarted the device, the display returned to normal. No patient was involved and the issue has not recurred.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), event site address - (B)(6), event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine inspection of the cs100 intra-aortic balloon pump (iabp), the display screen was found to be distorted and non-functional. After the customer restarted the device, the display returned to normal. No patient was involved and the issue has not recurred.

Manufacturer narrative:
Updated fields - b3, b4, d9, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - b5. The customer had restarted the unit and the device went back to normal function. There was no recommended replacement of spare parts. A gfe was sent to address if safety and function tests were conducted as well as service reports from the getinge field service engineer. The record will be updated when this information becomes available.